Event description:
It was reported that on the post-op programming check they were unable to interrogate the implantable cardiac monitor (icm). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.